Manufacturer narrative:
The event occurred in foreign country.

Event description:
Caller states the patient tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.